Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump. During a pump system check it was determined that the cartridge was cracked and damaged. The customer changed pump supplies as necessary to resume insulin therapy.